Manufacturer narrative:
Block h6 (device codes): medical device problem code a1502 captures the reportable event of incorrect cutting wire orientation. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the working length was twisted. In addition, the cutting wire was kinked, consistent to the finding when the cutting wire was observed under magnification. A functional evaluation noted that the device was able to bow correctly when tested both outside and inside the scope, with no resistance felt during the test. It was noticed that the distal tip of the working length had a slight incorrect orientation. No other problems with the device were noted. The reported complaint was confirmed. Upon analysis, it was found that the working length was twisted which could have caused the incorrect orientation of the cutting wire. Additionally, the cutting wire was kinked. Based on the condition of the device, the problem found could have been caused due to manipulation of the device, factors encountered during the procedure, the interaction with another device. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, when the autotome rx 44 was used inside the patient, it was noticed that the orientation of the cutting wire was incorrect. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, when the autotome rx 44 was used inside the patient, it was noticed that the orientation of the cutting wire was incorrect. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.